Manufacturer narrative:
Device information, corrected data: the initial report inadvertently reported the incorrect device information. Implant date, corrected data: the initial report inadvertently reported the incorrect implant date. Device manufacture date, corrected data: the initial report inadvertently reported the incorrect manufacture date.

Event description:
The generator and lead were received. Analysis on the generator was approved. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis on the lead has not been approved to date.

Event description:
Analysis on the lead was approved. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The set screw marks found on the lead connector pins provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed with no discontinuities identified.

Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that the patient was not feeling stimulation like she did before. She was now feeling pain in her ear and jaw when stimulation was delivered along with an increase in gagging and choking sensations. The patient also reported that she was experiencing a shocking sensation when she turned her head to the right occasionally which resulted itching at the electrode site. The patient also reported that the muscles in her neck would tense up for 30 seconds and then relax. The patient's generator was disabled and the tension resolved. Diagnostics showed that the impedance on the patient's generator was at dcdc 0, which could be indicative of a short circuit issue under certain circumstances. The patient then had her device prophylactically replaced in (B)(6) 2017. No additional relevant information has been received to date. The explanted generator and lead have not been received to date.

Manufacturer narrative:
Follow-up report #2 inadvertently listed the incorrect results and conclusion codes.